Event description:
The customer called for assistance programming the insulin pump. During the phone call, the customer experienced low blood glucose. The reported blood glucose reading was 66 mg/dl. The customer became disoriented and confused, so paramedics were called to assist her. The customer was advised to call back when she was feeling well enough to perform troubleshooting. The phone call was disconnected once paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.